Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed the ECG fall-off test. Upon evaluation, there was an open pulse wire inside the cable connecting the distribution node (dn) and the rear therapy electrodes, which affected the driven ground. The cause of the non-functional electrodes is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.